Event description:
It was reported that during a da vinci si myomectomy procedure, the cable broke on a permanent cautery spatula instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Both pitch cables were broken at the instrument's wrist. Both cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.